Event description:
Per court document rec'd, pt underwent shoulder surgery in 2005 and a painpump was placed in the shoulder joint for post operative pain relief. The pt now alleges he has chondrolysis and will require add'l surgery including a complete shoulder joint replacement.

Manufacturer narrative:
The catalog number and lot number were not provided on the court document rec'd. A voluntary medwatch form was rec'd regarding this event which indicated the catalog number and lot number provided in this report. The device was not returned for eval.